Event description:
It was reported to boston scientific corporation that an orise proknife was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the electrode detached from the tip of the device. The procedure was completed with another orise proknife. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code a0501 captures the reportable event of electrode detachment. Investigation results: the returned orise proknife was analyzed, and a visual inspection noted that the thumb slide was received in the extended position; however, the electrode was not present extending from the tip. It was found that the tip had worn or fallen off and was not returned. Char was observed on the remaining section of the electrode confirming the device was used. No other issues were noted. The reported event was confirmed. Product analysis identified that the electrode tip had worn and/or fallen off. It is likely that procedural factors, such as the length of time used, power settings required, handling technique, and/or tissue composition resulted in the electrode damage, and subsequent use of the electrode resulted in electrode wear and/or detachment. Based on all available information and analysis of the returned device, the most probable root cause assigned is 'adverse event related to procedure.' A labeling review was performed and from the available information, this device was used per the instructions for use (IFU).